Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed a transient image loss. The phenomenon was determined to be due to a broken and frayed wire found at the flexible printed circuit board. The flexible printed circuit board was replaced and the unit operated appropriately. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic esophagogastroduodenoscopy (egd) procedure, approximately halfway through the procedure the users experienced a complete loss of image. The procedure was completed with a different endoscope. There was no patient harm.